Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An ins-5010 / hermetic lumbar catheter closed tip was involved in an incident described as; the guide wire reportedly was telescoping, unraveling or disintegrating upon withdrawal from the pt. There was no pt injury involved with this incident. It is unk whether there was a delay in the procedure as a result of this event.